Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopy, the distention was poor when the device was used. It causes poor visualization and doesn't give the physician the best environment for resecting and aspirating tissue. An emergency hysterectomy was performed to stop the bleeding and spread of potential cancerous tissue within the uterus. The uterus was removed, the bowl was perforated and the iliac artery was compromised that caused permanent injury. There was also a blood loss of 500cc that requires a blood transfusion. This lengthen the procedure to 2.5-3 hours. The patient was transferred to ICU for unknown amount of time and the hospitalization was extended.